Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away due to another indication coincident with automated peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On unknown dates, the patient was hospitalized for peritonitis and discharged. Treatment was not reported. It was unknown if the patient had recovered from the peritonitis at the time of hospital discharge. Eight days prior to death, pd therapy was discontinued and the patient was switched to hemodialysis (no further details were provided). Subsequently, the patient passed away due to another indication. It was reported that the patient was being transferred to another hospital and coded in the ambulance. It was unknown if the patient recovered from the peritonitis at the time of death. It was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4) evaluation codes were provided. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.